Event description:
It was reported that when stimulation was turned on and off the patient complained of neck pain, sharp pain in the right arm, right buttock (where the device was implanted). It was noted that the area around the implant ¿don¿t feel right, something don¿t feel right.¿ it was noted that the symptoms occurred following a fall. It was noted that the patient fell down the front 3 steps three weeks ago and fell two days ago. Additional information received reported that the patient had previously fell and hit the base of their neck on concrete. It was noted that as time went on after the fall the patient started to feel pain and was not getting full coverage. It was noted that the patient contacted the manufacturer representative who told the patient that one of the leads was loose and ¿they were able to fix it.¿ it was noted that this occurred in (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3998, lot# v055126, implanted: (B)(6) 2007, product type: lead; product ID 3998, lot# v055126, implanted: (B)(6) 2007, product type: lead. (B)(4).